Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the surgical procedure that was being performed? When was the procedure date? What was the product code of the device (pse60a, plee60a, ec60a, etc.)? Was the device fired across or near an existing staple line or clip? Was there any issue noted with staple formation (unformed, malformed, etc.) For the staple line that was delivered? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the doctor stapled the bottom of the sigmoid. Immediately after stapling you could see the blood pulsating out of the staple line. When I investigated the reload afterwards, I could see that one of the staples stayed behind in the proximal end of the reload where the leak was. The doctor had to repair the opening by suturing it. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n56y6m. Based on the additional information provided, event is now meets the criteria of a serious injury. Additional information received: what was the surgical procedure that was being performed? Hepatectomy. Was the device fired across or near an existing staple line or clip? Yes. Was there any issue noted with staple formation (unformed, malformed, etc.) For the staple line that was delivered? Yes ¿ again I sent a little jar with the stapler and the reload and in the jar was one of the misformed staples. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Yes, the patient nearly died as she lost a lot of blood. She was intubated in ICU for a week, but thankfully she went home after two weeks and apparently, she¿s recovering well. Additional information requested but unavailable: the additional information received on 9/19 states the procedure was a hepatectomy. Please confirm surgical procedure performed. Was the issue identified bowel leakage or bleeding? What vessel was bleeding? Are photos available? Device evaluation: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.